Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during a patient event, where the patient was being monitored, their device lost power on a number of occasions. The patient was initially reported to be having chest pains. While monitoring the patient, the screen reportedly flashed on and off multiples times then the device lost power. During the event, this reportedly occurred multiple times. The customer indicated that the device had two batteries installed at the time of the event. The patient did not suffer any adverse effects as a result of the reported loss of power.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4). Physio-control evaluated the device and was unable to verify the reported loss of power issue. It was observed that the customer included a depleted battery for evaluation however the device functioned normally with a charged battery. Physio replaced the battery connector pins as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported power issue could not be determined.